Event description:
It was reported when using the bd ultra-fine¿ pro pen needle, the device experienced leakage. This event occurred 10 times. The following information was provided by the initial reporter. The customer stated: customer said his customers were unhappy with bd ultrafine 4mm pro. End users claimed it is causing leakage and prefer the previous ultrafine 4mm needle which has already being discontinued.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformance's were raised in association with this type of event for this lot. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.